Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. There was some excess bleeding at the pocket site, so the physician placed a closed-suction medical device to drain the blood from the surgical sites. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture the investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. There was some excess bleeding at the pocket site, so the physician placed a closed-suction medical device to drain the blood from the surgical sites. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to endocarditis. Reportedly, the pocket site was properly healed upon visual inspection. There was some excess bleeding at the pocket site, so the physician placed a closed-suction medical device to drain the blood from the surgical sites. There were no additional adverse patient effects reported. This ra lead was explanted. Additional information indicated that the patient had methicillin-resistant staphylococcus aureus infection. There were no additional adverse patient effects reported.